Event description:
It was reported that the tip of ozark screw driver was "defective" and "application into the screw head no longer possible" intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully with a 3 minute surgical delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual inspection: device was inspected and confirmed to have a fractured distal tip. Complaint history records were reviewed for this lot, and no similar complaints were identified. Per surgical technique: plate introduction & optional temporary fixation - after the plate has been positioned on the spine, temporary fixation pins may be used to temporarily secure the plate to the vertebra. To use the size 10 threaded driver: the size 10 threaded driver has a threaded distal tip to aid in the retention of the pins during insertion. Attach the proximal end of the threaded driver to the torque limiting handle. Insert the distal end of the threaded driver into the temporary fixation pin and turn the knob clockwise to engage. Screw insertion once the screw hole is prepared and the appropriately sized screw is selected, screws can be inserted into the plate using the size 10 tapered driver or the size 10 threaded driver. To use the size 10 threaded driver: the size 10 threaded driver has a threaded distal tip to aid in the retention of the screws during insertion. Attach the proximal end of the threaded driver to the torque limiting handle. Insert the distal end of the threaded driver into the screw head and turn the knob clockwise to engage screw. Note: the threaded driver must be used with the 12 in-lbs torque limiting handle. Note: the threaded driver will not work with the fast guide. Correspondence with rep states that the device has been used 10-20 times. It is likely that excessive torque was placed on the device during the procedure. The ozark surgical technique indicates that the driver should be used with a 12 in-lbs torque limiting handle. If the instrument is subjected to a torque greater than 12 in-lbs., then it will likely result in device damage, such as the observed tip fracture.

Event description:
It was reported that the tip of ozark screw driver was "defective" and "application into the screw head no longer possible" intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully with a 3 minute surgical delay. No adverse consequences or medical intervention were reported.